Manufacturer narrative:
Product complaint (B)(4). Batch # t5a42m. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. One video was provided; the video shows a device with a blue reload loaded clamped over tissue. At the 1:38 mark the device is removed from the tissue and bleeding is observed and it appears that some not properly formed staples can be seen. At the 1:50 a clip is applied on the tissue. Based on bleeding observed during the video, the event describe is confirmed, however no conclusion or root cause could be determined. Additional information requested and received: does the surgeon routinely wait 15 seconds prior to firing? Yes, routinely. What anatomical structure was device used on when bleeding was encountered? Stomach how many times was device fired? 2 times before stoker fail. What was the anatomical location of the bleeding? It was not bleeding. The blade worked but the staplers were not released from the cartridge. Did the patient have any known coagulation disorders? No, he did not. What is the surgeon¿s preoperative anticoagulant regime? No. Were any staple formation issues identified? Yes. Pictures were attached. What is the current patient status? We decided to perform a rny gastric bypass to avoid a stricture on the sleeve.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? What anatomical structure was device used on when bleeding was encountered? How many times was device fired? What was the anatomical location of the bleeding? Did the patient have any known coagulation disorders? What is the surgeon¿s preoperative anticoagulant regime? Were any staple formation issues identified? What is the current patient status?

Event description:
It was reported that at the moment of firing the ecr60b reload with seamguard, an excessive bleeding of a vessel was generated. The lt300 clips were put in the staple line, but at the time of placing the second and third clip the staple line was completely opened. Due to the incident, an echelon flex had to be opened and the surgery had to be converted to gastric bypass, this being a gastric sleeve. The surgeon had to convert surgery to gastric bypass since he could not place another stapling line, because it was too narrow.